Event description:
It was reported that the tip of the mountaineer oct 2.4mm dill broke off from the instrument while the doctor was drilling a cervical vertebrae level 6 on the right side. Approximately 12mm of the tip broke off in the bone. The broken tip was quickly and easily retrieved from the bone and a mountaineer screw was placed directly without incident.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The 2.4 drill was returned for evaluation. Visual inspection revealed that the fracture was located at the drill bit¿s working end. The second half of the drill bit was not returned for evaluation. Fracture analysis found evidence of a quasi-static torsional shear failure. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A review of the complaint trend analysis found no related complaints. The root cause of drill bit becoming broken cannot positively be determined. However, it is likely that the bit underwent a higher than anticipated level of torque resulting in fracture. No issues were identified in the manufacturing or release of this driver that could have contributed to the problem reported by the customer and there have been no systemic trends. Therefore this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.